Manufacturer narrative:
Concomitant medical products: additional device: pxc121000, lot # 10664340, UDI: (B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. A review of the sterilization records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to infections.

Event description:
The following information was reported to gore: on (B)(6) 2013 a patient was undergoing treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2017 the patient had a deep sternal wound infection. On (B)(6) 2017 the patient was treated with IV antibiotics, sternal wound debridement and bilateral pectoralis major muscle flap reconstruction. On (B)(6) 2018 the patient reportedly had a right groin pseudoaneurysm with infected ptfe grafts. On (B)(6) 2018 the patient underwent external iliac to mid ptfe graft bypass; triple ligation of femoral vessels and closure of the pseudoaneurysm. The patient tolerated the procedure.